Event description:
Product surveillance (ps) contacted home patient (hp) on (B)(6) 2012 regarding the system error alarm where the hp stated she re-primed the set she was using and continued therapy on the cycler. Ps advised the hp that it is recommended she start over with new supplies after the alarm as there is a risk of putting air into her. The hp stated the air was removed after she re-primed and she did not want to waste the set. The hp did not contact her peritoneal dialysis nurse (pdn) regarding the alarm or reuse of the supplies. The hp stated she continued therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation system error (se) 2240, patient re-primed the used disposable supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.